Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebs1926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had prolonged bleeding after de-accessing port. No patient injury reported.